Event description:
One falsely high total human chorionic gonadotropin (thcg) test result was obtained on each of two patient samples from an atellica im 1300 analyzer. The initial results were reported to the physician(s). The same samples were repeated on an alternate atellica im 1300 analyzer and lower results were obtained. The repeat results were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely high thcg test results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that one falsely high total human chorionic gonadotropin (thcg) result was obtained on each of two patient samples on an atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced multiple parts associated with the sample probe (sp) pump. The replaced parts include the sp lid vacuum, sp regulator assy vacuum, sp pump / blower assembly, sp base / reagent pump (displacement 1000 ul), sp preventative maintenance kit, acid pump (displacement 1000 ul). Replacement of the parts returned the analyzer to normal operation. The cause of one falsely high total human chorionic gonadotropin (thcg) result on each of two patient samples is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.